Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a revision procedure due to low r-wave measurements of 2.5 millivolts. The pace/sense channel of this lead was surgically abandoned and a new pace/sense lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.